Event description:
Let's see I can't pee without bending over and touching the floor. My bladder is bigger than my uterus, headaches, pelvic pain, abnormal heavy periods, blurred vision, bruise easy, fatigue, and forgetfulness. My whole body aches everyday, all day metal taste in my mouth. Constantly I have to pee, constantly dizziness, swelling look like I am always pregnant.